Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and non-calcified iliac vessel. A 6.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 40 seconds, the balloon ruptured. The procedure was completed with a 6-20/5.3/75 mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.